Manufacturer narrative:
The customer¿s report of a possible over-infusion was not confirmed. Physical inspection noted the device to be in good condition with no pertinent damage, contamination, or signs of fluid ingress. Analysis of the pcu event log shows that at 1:03 pm on (B)(6) 2017, the user programmed the device for an infusion of propofol at a dose of 50mcg/kg/min (based on a patient weight of(B)(6), which made the rate 20.4ml/hr, with a vtbi of 50ml. Over the next hour and a half, the user increased the dose to 60, 70, 80, and finally 90mcg/kg/min (rate 36.72ml/hr), only pausing the infusion once for approximately 5 minutes. At 2:38pm, the user channeled off the device and powered down the system. The propofol infused for a total time of 1 hour, 27 minutes, and 10 seconds with a calculated infused volume of 40.074ml. The infusion does not match the customer¿s event description of a propofol infusion that unexpectedly completed in 30 minutes. Rate accuracy testing was performed and the results were within specification. No leaking was observed with the administration set. The root cause of the customer¿s report of a propofol infusion emptying sooner than expected was not determined.

Manufacturer narrative:
Concomitant medical products: non-bd extension set, therapy date: (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse readied a propofol infusion and programmed the infusion for use. The nurse then had another nurse verify the settings and began the propofol infusion. Approximately 30 minutes after infusion initiation, the pump alarmed and the nurse returned to find that the propofol bottle was empty. The customer states they are unsure as to what the nurse did next, but the nurse either changed the tubing, the pump or the pump module and initiated a new propofol infusion and within 30 minutes the entire infusion was infused again. The customer states that they are unsure on whether the pump, pump module, or tubing were the cause of the event or if it was programming/user error. There was no report of patient harm.